Manufacturer narrative:
The product was not retained by the customer.

Event description:
The user facility reported a cement restrictor was inserted into the patient by using a mallet on the handle to get the desired depth. Once the restrictor was at the desired depth, the handle would not release from the cement restrictor. After several attempts of pulling and unscrewing the handle, it released. There were no adverse consequences, a clinically significant delay and no medical intervention.